Event description:
A report was received that the ipg was not holding a charge. The patient underwent a revision wherein the ipg was replaced and the lead was explanted. Device malfunction was suspected. The patient was doing well after the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician chose to replace the lead due to multiple contacts being out and the patient was not able to be reprogrammed to achieve adequate stimulation. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as it were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the ipg was not holding a charge. The patient underwent a revision wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well after the procedure.